Manufacturer narrative:
Remote support was provided, the device will not turn on. It was determined the cable to the processor pca (printed circuit assembly) is faulty. The user-interface cable was replaced to resolve the issue. The faulty component is not expected for return. Device returned to full functionality, returned to service and remains at the customer site.

Event description:
It was reported to philips that the device would not turn on. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.